Event description:
It was reported that this right atrial (ra) lead was found to be dislodged as confirmed through chest x-ray and unable to pace at max to atrium. In addition, a pericardial effusion was noted, requiring a pericardial tap and a drain was left in overnight. This lead was explanted and replaced. No additional adverse patient effects were reported.